Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) was displaying electrical test failure code 50. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: b5, h6 (medical device problem code) a getinge field service engineer (fse) inspected the unit and replaced the motor control board; however, this did not resolve the issue. Upon further inspection, the fse discovered that the customer-installed 2.5k kit had been installed incorrectly. The support plate beneath the pressure diaphragm was found upside down. It was also noted that the 2.5k kit was installed by personnel who were not trained on this specific device. The fse reinstalled the customer¿s 2.5k kit correctly. The unit passed all functional, safety and calibration test. The unit was returned to the customer for clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective motor control board and also reinstalled correctly the 2.5k kit. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was discarded.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) dispayed an error code #50. No patient was involved, and no harm was reported.